Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 1. 172 mg/dl, 211 mg/dl and 88 mg/dl 2. 489 mg/dl and 121 mg/dl sets of results were obtained on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.